Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, air leaked. Another device was used to complete the procedure. There were no adverse consequences for the patient. (B)(6).

Manufacturer narrative:
(B)(4). The analysis results found that 30 devices were returned in good visual condition. In an attempt to replicate the reported incident, the devices were functionally tested to detect any leaking issues. Upon evaluation of the devices, they were functionally leak tested and passed. 29 devices were fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Upon evaluation of one device, the duckbill was found to be slightly open at slit. The device was noted to leak during insertion and removal of the test probe through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. Duckbill, leak test failure . Batch # g9kh35 mfg date 7/07/2010; exp date 6/07/2015; batch # g9ku20 mfg date 8/12/2010; exp date 7/12/2015; batch # g9ke8z mfg date 6/24/2010; exp date 5/24/2015; batch # g9kh4j mfg date 7/08/2010; exp date 6/08/2015; batch # g9jy96 mfg date 4/22/2010; exp date 3/22/2015; batch # g9kk5m mfg date 7/16/2010; exp date 2/22/2015.